Event description:
It was reported that after stent was prepped, it was noted that the stent had become dislodged and was not on the stent balloon. Reportedly, there was no harm to patient as stent was not used on the patient.